Manufacturer narrative:
Additional information: the balloon was removed from the patient without any difficulties. There was no vessel damage noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the pacific xtreme balloon catheter was received with the balloon chamber in a post-inflation profile, (e.g. Not tightly wrapped nor winged). Biological sanguine residue was noted in the balloon chamber and inflation lumen pathway. A kink was noted in the balloon chamber. A kink in the catheter just distal of the y-manifold strain relief was noted. The kinks most likely happened when the catheter was not supported by a guidewire, therefore most likely post-procedure. Possible during return shipping given how the device was packaged for return. A 10cc water filled syringe was attached to the y-manifold proximal luer lock and the guidewire lumen was flushed. Sanguine colored fluid was observed exiting the distal tip of the catheter. Due to the kinks a guidewire was unable to be loaded through the catheter. A 10cc water filled syringe was attached to the y-manifold inflation lumen luer lock and a vacuum could not be pulled or maintained, indicating a leak. The syringe was pressurized and a pinhole leak about the middle of the balloon chamber was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific xtreme pta balloon with a 6fr non-medtronic sheath and 0.014 spider fx embolic protection device during treatment of a soft tissue lesion in the patient¿s mid left superficial femoral artery (sfa). Slight vessel tortuosity and calcification are reported. No damage was noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. A non-medtronic inflation device was used for balloon inflation. A pin hole burst on the balloon is reported at inflation pressure of 12atm. The balloon was removed, and no other treatment was performed as it was the end of the procedure. No patient injury reported.